Manufacturer narrative:
Block h3: the intrasight touchscreen monitor was returned for evaluation. Visual inspection confirmed a crack with sharp edges. Block h6: the probable cause of the reported failure is likely damaged from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. In the initial MDR, type of investigation code imdrf# b01, investigation findings code imdrf# c070603, and investigation conclusions code imdrf #d1102 remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable. Block h3: at the customer site, a field service engineer replaced the cracked touchscreen monitor. The intrasight mobile system was tested, met specification, and returned for use. Block h6: based on the complaint details, the damage occurred at the facility site during a planned procedure. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intransigents mobile system touchscreen monitor was cracked with sharp edges observed. During use, the cracked occurred when the table was being lowered onto the monitor. No patient or user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.